Manufacturer narrative:
Investigation included user education and troubleshooting regarding proper cartridge connection, insertion, and response to observed leakage. Investigation of this case revealed that replacing supplies resolved the hyperglycemia and that leakage into the device was observed. It was concluded that the event was related to insulin leakage associated with the cartridge/luer connection and was correctable by replacing supplies. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the ilet device experienced insulin leakage from the cartridge/luer interface during a supply change, which led to prolonged hyperglycemia with a reported highest blood glucose of 550 mg/dl and out-of-range glucose for about 12 hours; the condition improved after all supplies were replaced, and the device generated high-glucose alerts. Symptoms included nausea, headache, and thirst. Outcomes included no need for outside assistance and no medical intervention.